Event description:
A friend or family member of the trial patient reported since the patient started trial she had experienced bloodshot eyes, pain all over, but mostly her head, nausea, and bad headaches. The caller stated they did try turning off the stimulation, but she didn't think it helped. The patient stated the patient was in the hospital and had been since (B)(6) 2016. The caller stated the patient was working with their neurologist. Additional information from the patient reported they had been experienced back pain for several days when she walked or laid down. It was noted the patient began the trial on (B)(6). The indication for use is unknown.